Event description:
It was reported that noise was noted on stored egms. Noise was not reproducible with isometrics or pocket manipulation, and all lead measurements were stable and in-range. Physician elected to continue monitoring the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.